Manufacturer narrative:
(B)(4). Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the fiber optic signal failed. Alarm message not available. Unplugged iab and transduced traditional fluid lumen signal with out problem. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the fiber optic signal failed. Alarm message not available. Unplugged iab and transduced traditional fluid lumen signal with out problem. There was no reported injury to the patient.